Event description:
The reporter contacted animas on (B)(6) 2012 alleging that all of the keypad buttons have been having intermittent response and the keypad buttons are also causing scrolling. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the audio bolus button was found to be torn. Also unrelated to the complaint, the display screen was found to be faded and miscolored.